Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-03355. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited lead noise and the left ventricular lead exhibited low impedance. It was noted that the noise cannot be programmed around. Also, the sudden drops in left ventricular lead impedance was indicative of a lead integrity issue. Lead testing and lead revision was recommended. No interventions were reported. There were no consequences to the patient.